Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Type of investigation: lens work order search: no similar complaint type events reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -4.0/1.0/013 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient experienced low vaulting. On (B)(6) 2022 the lens was explanted and later on the same date replaced with a same length/model lens but implanted vertically. This resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
H3: device evaluation-the lens was returned dry in microcentrifuge vial. Visual inspection found optic deformed, haptic bent and deformed. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).